Event description:
The customer contacted stryker to report that their device failed to power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer has been provided with replacement battery. The customer's battery was returned to stryker for the evaluation. Stryker evaluated the returned product at the product assessment center (pac) and the cause of the reported issue of the device not turning on was determined to be due to depleted battery. The device was not returned, so the root cause of the depleted battery could not be further established.